Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had severely scratched display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had recently gotten a scratch on the screen of the insulin pump. Customer stated that she usually puts the pump in her bra. Customer stated that she is unable to see some of the screen. Pump was scratched by the underwire in her bra. Customer cannot read the screen between the esc and act buttons. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.